Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: during use on patient the doctor found the misalignment of jaws. Opened another and found the same trouble conditions. Using new one, no problem was confirmed to complete the case. No patient harm. The patient current status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).